Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, forward firing occurred. The procedure was completed using a second device without patient complications.